Manufacturer narrative:
Findings: unit alarmed motor error during occlusion test due to faulty force sensor. Unable to perform occlusion test, prime test, excessive no delivery test or verify excessive no delivery alarm due to motor error alarm. Unit was received with normal operating currents and passed self-test, error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners and broken reservoir tube lip. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test or verify excessive no delivery alarm due to motor error alarm. Unit was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners and broken reservoir tube lip.